Manufacturer narrative:
The product was returned for review. Visual examination of the device finds one of the tabs on the tip of the holder has fractured off. The fractured tab was not returned.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, the implant holder assembly broke in-situ during insertion of the nail. No patient injury was reported.